Event description:
It was reported that 10 hours after the catheter was inserted, the md found the extension line of the catheter was torn at the injection hub. As a result, the catheter was removed and replaced without issue or complications to the pt. Additional information was received on 07/23/2010 from arrow japan stating that the hub separated from the line.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.